Event description:
Procedure performed: gb. Event description: [hospital]. "3-5 clips were used. After loading clips, the device failed to fire clips. During the beginning of the surgery, the clips were loaded and fired. But, it suddenly malfunctioned." Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.